Event description:
As reported, 2 years 2 months post transcatheter aortic valve replacement procedure using a 20mm sapien 3 ultra valve via transfemoral approach, the valve stenosed. The patient was being worked up for possible a valve in valve (viv). The history of echo gradients were provided and showed an increase from a mean 16mmhg post procedure to a mean 41.2 mmhg 2 years and 2months post procedure.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review was performed. There was no device returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. A lot history was performed for complaint event valve increased gradients which revealed no other complaints relating to this event. A complaint history review on confirmed device complaints returned and no product returned was performed and of the root causes identified, patient factors stenosis was listed as potentially applicable to the complaint event. The IFU for commander delivery system with s3/s3u thv was reviewed. No IFU/training deficiencies were identified. The complaint for post implantation increased gradients was confirmed based on provided echo report details. A review of DHR, lost history, and complaint history did not identify any manufacturing non conformances that would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 2 years 2 months post tavr procedure using a 20mm sapien 3 ultra valve via transfemoral approach, the valve stenosed and patient was being worked up for possible thv in thv. In addition, per latest echo report, the mean gradient and vmax were 41.2 mmhg and 4.36 m/sec, respectively. Elevated gradients indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, patient was being considered for valve in valve procedure due to stenosed thv. Stenosis refers to the narrowing of effective valve orifice, which can cause the heart to work harder to eject blood into the aorta, resulting in elevated gradients. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
Per additional information received, a valve in valve procedure was completed ~2years 7months post procedure and patient received a 20mm sapien 3 ultra valve. The case was completed successfully.